Event description:
The customer reported that the system displayed a cine disk not available error message. This would result in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The following actions were taken: the cine drive and cine bridge were disconnected and reconnected. The video cable on the cine bridge was disconnected and reconnected. The system was then found to be operating as intended.